Event description:
Spinal dislocation caused by excessive protruding non-adjustable padding of fully reclined dental chair for the entire duration of teeth-cleaning appointment. In reclined position, the huge lumbar "support" distorted my spine and caused joints to dislocate. Pain from dislocated back joints increased during the appointment and persisted afterwards. One day later, use of an inclined sit-up board enabled the back joints to shift back into proper position; this resolved the dislocation and pain caused by the fixed huge lumbar hump on the reclined dental chair.